Manufacturer narrative:
72404155, 1000361458, reservoir 65 ml pc/iz.

Event description:
It was reported that patient had pain and fluid in the scrotum. There was no fluid leak from the device. The fluid was purulent. Dr. Said it presented as an infection. Decided to remove all inflatable penile prosthesis (ipp) components. A new ipp was implanted. No further complications